Manufacturer narrative:
(Ballooning of the vessel wall).

Event description:
Reporting status: serious injury/medical intervention/permanent damage. Reporting rationale: partially deployed stent requiring medical intervention. Device issue: partially deployed stent. It was reported that the 3.0 x 18 mm ml vision was implanted in the pt; however, during post dilatation, the struts broke away (not fully apposed to the vessel wall) and caused ectasia (ballooning of the vessel wall). It was observed on the cine angio that there was a gap between the stent and endothelium. Due to this problem, a second vision stent of size 3.5 x 12 was implanted overlapping within the first stent. No additional event or pt information is available.